Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2018-53960.

Event description:
Implants not attached to the suture. No patient consequence. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2018-53960.

Event description:
Implants not attached to the suture. No patient consequence. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Event description:
Implants were not attached to the suture. There were no patient consequences. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. Additional information received on 10/11/2018. There was a surgical delay of 15 minutes. The event occurred intraoperatively. The case was completed with another truespan. An alternative product was readily available. Implant was not correctly deployed. The implant was not broken in two or more pieces. The bone quality was no meniscal repair. The surgeon was off axis. The same bone hole was used tom complete the procedure. The implant was removed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint cannot be confirmed. It was observed that the first implant was outside of the gun but attached via the orthocord. The implant was pulled with force, and the implant could not be removed from the orthocord. The second implant was deployed and the same check was performed to verify that the implant could not be pulled off the suture, in which case the implant was attached as intended. It was also observed that the distal tip of the plastic sleeve was deformed indicating that the device had been previously used. Given the information provided, we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-53960.